Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager (cm) reported there were two consecutive dialyzer blood leaks that occurred during a patient¿s hemodialysis (hd) treatment. Both blood leaks were reported to be internal. The first blood leak occurred within five minutes after treatment was initiated. Blood was visually observed in the dialysate compartment of the dialyzer and in the drain line. There was no visible damage noted on the dialyzer. The machine, a fresenius 2008t, alarmed appropriately with a blood leak alert. A blood test strip was not used because the blood leak was visible. The patient¿s blood was not returned; estimated blood loss was 100 ml. The patient was moved to another machine (also a 2008t) and re-setup with new supplies. Again, within the first five minutes of hd treatment, the machine alarmed appropriately with a blood leak alert. The blood leak was visually observed within the dialysate compartment of the dialyzer. There was no visible damage noted on the second dialyzer. Blood test strips were not used as they were deemed unnecessary. The patient¿s blood was not returned, and again, blood loss was estimated to be 100 ml. The patient completed their hd treatment after being re-setup with new supplies. This time they were re-setup on the same machine. The cm confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported events. Both dialyzers were reportedly available to be returned for manufacturer evaluation. This report captures the first event.

Manufacturer narrative:
Plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no sample has been received. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility clinical manager (cm) reported there were two consecutive dialyzer blood leaks that occurred during a patient¿s hemodialysis (hd) treatment. Both blood leaks were reported to be internal. The first blood leak occurred within five minutes after treatment was initiated. Blood was visually observed in the dialysate compartment of the dialyzer and in the drain line. There was no visible damage noted on the dialyzer. The machine, a fresenius 2008t, alarmed appropriately with a blood leak alert. A blood test strip was not used because the blood leak was visible. The patient¿s blood was not returned; estimated blood loss was 100 ml. The patient was moved to another machine (also a 2008t) and re-setup with new supplies. Again, within the first five minutes of hd treatment, the machine alarmed appropriately with a blood leak alert. The blood leak was visually observed within the dialysate compartment of the dialyzer. There was no visible damage noted on the second dialyzer. Blood test strips were not used as they were deemed unnecessary. The patient¿s blood was not returned, and again, blood loss was estimated to be 100 ml. The patient completed their hd treatment after being re-setup with new supplies. This time they were re-setup on the same machine. The cm confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported events. Both dialyzers were reportedly available to be returned for manufacturer evaluation. This report captures the first event.